Event description:
On (B)(6) 2012, clinic notes from a vns treating physician were received. Clinic notes dated (B)(6) 2012, revealed that the patient was experiencing tachycardia with bpm in the 120's. The physician referred the patient to a local hospital for general peds evaluation and treatment of dehydration. If the patient failed to respond, the physician noted that cardiac evaluation and monitoring for autonomic instability may be warranted. Additional information has been requested from the physician but no further information has been received to date.